Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stucked in blue screen due to software issue. A technical support specialist manually installed the 4.12 version of the remote support service agent and subsequently rebooted the station, resulting in the successful launch of the medical application. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system station stucked at blue screen. The customer reported that users were unable to remove abilify 30mg. There was a delay of five minutes in the medication dispensing process, as the user managed to acquire the medications from an alternative unit. There were no adverse events or injuries reported based on this event.